Manufacturer narrative:
D10 concomitant product: 980x3endiuu, 980 vent; cmprssr config; us; latam, lot# 35b2001523. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient with a endotracheal tube (ett), this 980 ventilator did not alarm when the ett tube became dislodged. The ett balloon inflation was verified 20 minutes prior to the incident but when the nurse monitor alarmed and patient was checked, the ett tube was deflated. The patient expired immediately after the incident.